Event description:
It was reported that the procedure was to treat a 99% stenosed de novo lesion in the mid left anterior descending (mlad) artery with heavy calcification. The 3.5x15mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. The balloon was inflated; however, a rupture occurred during the first inflation at 10 atmospheres (atm) after 10 seconds. Therefore, the bdc was removed from the patient. A non-abbott balloon was used followed by stent implantation to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.